Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tkr performed on (B)(6) 2020, a revision surgery from a tkr was performed on (B)(6) 2022 due to a lgn cr high flex xlpe sz 1-2 11mm had recently developed laxity. This was due to her pcl becoming non functional. The poly was upsized and a dished insert was used instead of a hi flex one. The procedure was completed using a s+n back-up device. The patient is discharged from hospital and recovering well.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided on the complaint form, this patient was revised approximately two years post-implantation, and it was reported, the patient¿s laxity was resolved after the revision. The impact to the patient was the reported laxity, revision, and the subsequent post-operative convalescence period. According to the report, the patient was discharged from hospital and recovering well. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.